Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. Implant date - estimated. (B)(4). The devices were not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of hemorrhage requiring transfusion, myocardial infarction, renal failure, septicemia, cardiac tamponade, shock, respiratory failure and pericardial effusion as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article: in-hospital outcomes of transcatheter mitral valve repair with mitraclip in patients with pulmonary hypertension: insights from the national inpatient sample.

Event description:
This is filed to report serious adverse events. It was reported through a research article, that post mitraclip procedures, patients were re-hospitalized with, hemorrhage requiring transfusion, myocardial infarction, cardiogenic shock, cardiac tamponade, intracranial bleed, vascular complication requiring surgery, ischemic stroke, respiratory failure, respiratory failure needing intubation, pericardial effusion, sepsis, requirement for pacemaker, and kidney failure. The events may be related to the mitraclip device. Details are listed in the attached article, titled in-hospital outcomes of transcatheter mitral valve repair with mitraclip in patients with pulmonary hypertension: insights from the national inpatient sample. Please see article for additional information.